Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The customer biomedical engineer rebooted the system to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that startup test was showing a fault when checking ventilation; mechanical ventilation impossible. There was no report of patient involvement.